Event description:
The customer reported that the ac indication has no power. No patient involvement was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.